Event description:
It was reported that the dexcom g7 sensor connection to the ilet was lost, resulting in signal loss and necessitating guidance to toggle the sensor switch and restart the sensor to re-establish pairing. Symptoms included no reported adverse physiological effects. Outcomes included no reported impact on activities of daily living or medical care. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device communication was restored after sensor restart steps were performed. It was concluded that the event was attributable to intermittent sensor-to-receiver communication disruption that resolved with standard troubleshooting. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.